Manufacturer narrative:
Date is approximate. The main component of the system and other applicable components are: product ID: 3889-28, lot# va19r1e, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had an infection at their ins and lead. The patient was given oral antibiotics and the total system was explanted. Patient reported they removed the complete system and re-implanted on the other side of the body. No further complications were reported or anticipated.